Event description:
It was reported that the patient presented for follow-up with a gradual increase in pacing impedance exhibited by the right ventricular lead. Conductor fracture was suspected. The patient was scheduled for revision on (B)(6) 2023, and the lead was capped and replaced. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.